Event description:
Customer reported have high glucose over the past week between 300 and 400 mg/dl. Customer treated the high blood glucose with manual injections but stated that it would always wear off. She stated that she did a bolus six times in four hours. She stated that the drive support cap appeared to be normal and recessed. She found no air in the tubing and no leaks. She ran a manual prime and stated that insulin did exit. The bolus wizard and basal settings were correct. The infusion set was removed and she stated that the cannula was not bent or occluded. Customer was advised to change the set and the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.